Manufacturer narrative:
Corrected fields; d4 (UDI). A getinge field service engineer (fse) evaluated the unit and found that the drive manifold part was defective. The fse replaced the drive manifold and after the drive manifold replacement of the device, a.p. Optical sensing module failure and it was determined that it gave a low vacuum warning. The cables on the fiber optic module were checked and installed in place. The drive manifold and tubing connections on the device were checked and it was observed that one tubing was damaged and that it was not fully seated. Tubing was corrected and assembled in place. Routine tests were applied to the device and it was determined that test were completed successfully.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before starting preventive maintenance, the cs300 intra-aortic balloon pump (iabp) displayed a low vacuum error. There was no patient involvement.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) displayed a low vacuum error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.